Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 11/30/2016 with the following findings: review of the black box data revealed multiple ¿cs128¿ alarms occurring due to discharged battery, observed on (B)(6) 2016. No evidence of short battery life was observed. Moisture corrosion was observed in the battery canister. The pump powered up to one bar instead of 3 bars on the battery life indicator. The reported ¿short battery life¿ complaint was duplicated and attributed to moisture corrosion. ¿ez-prime¿ steps were performed correctly; all electrical current draws were within specification. The pump cover was removed; no intermittent condition was found to the printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.